Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining discrepant results between two (2) access 2 immunoassay systems for troponin (accutni) on one (1) patient's sample. All results were within the risk stratification range, which are shown. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. The customer indicated that all samples were filtered. Per the customer, the customer performed a diagnostic system check on (B)(4) 2011, at the advice of the bci hotline. All portions passed within published specifications. Per the customer's qc charts, three levels of qc are run every eight hours. Also, an ultra low qc is run once every 24 hours. All qc was within +/- 2 standard deviation (sd) of established mean prior to and on the day or event. Service was offered but was declined by the customer as the customer indicated that there is a biomedical staff for instrument maintenance. No root cause can be determined for this event with the data supplied.